Event description:
It was reported that the pt was experiencing pain at the implant site. A screw used to secure the implant was protruding. Surgery was performed to remove the screw.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The screw was surgically removed and the pain resolved. The pt remains implanted. This is the final report.